Manufacturer narrative:
(B)(4).

Event description:
The patient was not getting relief for her frequency symptoms. She also experienced an overstimulation sensation. The muscles going down her leg were contracting and her toes were curling. This started after she used a device to help stretch her back. The patient was at home and in fair status. The outcome is unknown. Further information is being requested from the hcp.